Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was initially placed, but exhibited high thresholds, despite multiple repositionings. The device was not used, and the patient was implanted with a transvenous ipg system at a later date. No patient complications have been reported as a result of this event.